Manufacturer narrative:
Pro code (product code): lit, dqy. (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 5.0mm x 100mm x 50cm athletis pta balloon dilatation catheter was selected for the shunt percutaneous angioplasty procedure in the 90% stenosed and moderately calcified target lesion. During the first inflation of 1 atmosphere for 3 seconds, the balloon ruptured vertically. It was noted that the balloon may have ruptured from the beginning. After decompression, the device was removed from the body and the procedure was completed with a different device. There were no patient complications reported.